Event description:
On 03/04/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The venous sheath remained in place at the time of the device deployment. The physician experiences difficulty tamping the collagen, and a portion of the collagen remained above the pt's skin level. A hematoma was noted to form, therefore manual pressure was held for approx thirty mins with control of the hematoma formation. Late that day the hematoma was noted to have resolved and the venous sheath was to remain in place overnight. The pt was also scheduled to begin prophylactic antibiotic treatment as the sterility of the puncture site was not assured. The pt was later taken to the operating room and the device was surgically removed (date and type of procedure performed were not documented to the MFR). As of 10/21/1998 there has no info provided to the MFR regarding further complication or pt sequela.